Event description:
The user facility reported the surgical table became unlocked during a patient procedure. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A field service technician inspected the table and was able to duplicate the reported event. The technician replaced the floor lock manifold, tested the table, and returned it to service.